Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The set up joint, distal (sujd) was analyzed and found in system logs, error 100 was found indicating that the system set up joint (suj) moved without being clutched on arm1 set up joint distal (sujd) wrist thus confirming the fault occurred in the field. Upon visual inspection, there was excessive brake dust and the top screws where the brake attaches to housing were very loose. They had to be tightened prior to testing. The unit was installed on a golden system in which the wrist brake was loose thus replicating the event. The unit was installed on patient side cart platform fixture text platform (pftp) where it failed tornado hall sensor test with log errors 23070 to 23072, all indicating primary and secondary setup joint were outside of limits. The complaint regarding half inch play in one of the joints was confirmed by failure analysis. The probable root cause is attributed to mechanical defect of the wrist brake assembly.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found distal set up joint (dsuj) 1 had approximately 1 inch of play in horizontal axis even when brake applied. Replaced dsuj to resolve issue. While inspecting system fse found patient side cart (psc) power cord had internal wiring exposed. No bare wire exposed, just failure of strain relief. Replaced psc power cable to resolve issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that a half inch of play in one of the joints of universal surgical manipulator (usm) 1 was noticed. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the usm arm breaker snapped internally. Usm 1 had about a half inch of sway to either side even when stationary. There were no patient injuries. The issue did not impact the procedure. The procedure was completed normally.